Event description:
As reported: "right knee was done at a different facility, no op notes were available. The patient's right 7x9 triathlon cs poly was swapped due to infection".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.